Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a poster presentation at the esc congress 2019 together with world congress of cardiology identifying abbott implantable cardiac defibrillator - icds subject to the battery performance alert advisory from nine ICD implanting centers in (B)(6) that multiple patients deceased. The cause of death was unknown. There were no deaths attributed to premature battery depletion, and no further details were provided in the article.